Event description:
It was reported that patient underwent an implantable pulse generator (ipg) replacement procedure for unknown reason. The patient was doing well post operatively and the explanted device will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.